Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2009 to report that the run key their orthopat was not working. No operator or donor injury was reported. Once the machine was returned to haemonetics it was cleaned and the power supply and the distribution printed circuit board had to be replaced. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are reported in the CAPA record (B)(4). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6), 2009 to report that the run key their orthopat machine was not working. No operator or donor injury was reported.